Event description:
The user of this infant flow system reported the fio2 display was acting "funny", reading errornous number and flashing at times, and that the battery didn't seem to work. There was no pt involvement.